Event description:
A rotating handle on the syringe is the expectation. The co, med plast, changed the syringe to a fixed handle without changing the labeling. The manufacturer did not notify the hosp of the change. There was nothing to indicate a change until the product was put into use. No pt care was jeapordized.